Manufacturer narrative:
The user facility indicated that the table was commanded to be raised to the previous height and the procedure was completed without further incident. A steris service technician arrived on site, inspected the unit and did not identify any issue with the table; the reported event could not be duplicated. The technician determined the most likely cause of the reported event would be a failure of the table's lift cylinder check valve. The technician replaced the check valve, tested the table, and returned it to service. The table was manufactured in 1993. A review of the table's service history did not reveal any previous replacement's of the lift cylinder check valve, indicating it was likely the factory installed original component. No additional issues have been reported with the table.

Event description:
The user facility reported that their 3080sp surgical table lowered in height during a patient procedure. No injury, procedural delay, or cancellation was reported.